Manufacturer narrative:
Additional information was reported that the delivery catheter system (dcs) did not cause the bleeding. The delivery catheter system (dcs) lot number, expiration date, and device manufacturing date were obtained.

Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that following the implant of this transcatheter bioprosthetic valve, bleeding at the puncture site was reported and repaired surgically. No further adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.